Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The stealthlink software was uninstalled from the system and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used functional endoscopic sinus surgery (fess). It was reported that during surgery the surgeon felt 2-3mm inaccurate anterior and lateral in the maxillary and sphenoid sinue. The surgeon had a .8mm registration error metric after adding a touch point. The surgeon continued the case by accounting for the inaccuracy. There was no reported impact to patient outcome.

Manufacturer narrative:
Evaluation summary - software investigation found that it was not possible to load the system archive that was returned. Additional requests were made for a new archive, but it was not returned. The system logs alone did not provide enough information to confirm the inaccuracy issues. If information is provided in the future, a supplemental report will be issued.